Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and partially inserted into a 20 ga introducer needle as well as a lidstock for evaluation. Signs of use in the form of biological material were present on the swg and needle. Visual inspection of the sample returned revealed one kink in the swg body at the location of the needle bevel. Microscopic examination of the swg confirmed both welds were present and fully spherical. Visual inspection of the introducer needle did not reveal any defects or anomalies. The kink in the swg body measured 432 mm from the proximal weld. The total length of the swg measured 456 mm, which is within specifications of 449.2-458.8 mm per swg product drawing. The outer diameter of the swg measured 0.612 mm, which is within specifications of 0.610-0.635 mm per swg product drawing. The outer diameter of the introducer needle measured 0.3585" which is within specifications of 0.0355"-0.0360" per needle cannula product drawing. The inner diameter of the introducer needle measured 0.027", which is within specifications of 0.0270"-0.0285" per needle cannula product drawing. The swg was inserted into the returned introducer needle to functionally test. The swg was able to pass completely through the needle with minimal resistance. A manual tug test confirmed both welds were secure. A device history record review was performed with no relevant findings found. The instructions for use (IFU) provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide. To reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire had one bend present in its body. No damage was noted to the introducer needle. The sample passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.